Event description:
It was reported that the surgeon implanted four of six screws, and found the seating of one screw to be unacceptable. He then backed out the other three screws until the unacceptable screw was forced through the plate. The plate was removed, and replaced by a new plate.